Manufacturer narrative:
Beckman coulter service was not dispatched for this event, the on site biomedical engineer was able to replace the cracked peri-pump tubing without issue. Hardware is the root cause of this event. (B)(4).

Event description:
A customer reported to beckman coulter inc., (bec) that a leak had occurred from the back of their unicel dxi 800 access immunoassay system. The customer's on site biomedical engineer was able to determine the leak had occurred due to a crack in the liquid waste pump tubing. Per customer, there were no occurrences of exposure or injury connected to this event. No patient results were generated in connection to this event and there is no report of injury to the user.